Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation for evaluation along with the CPR-d padz used during the event. The clinical log files were reviewed for all three devices and observed the customer's report. This is not an indication of a device malfunction. The pads returned were evaluated and observed large amounts of hair attached. The zoll CPR-d pads IFU instructs users to remove excessive chest hair and wipe skin dry. Excessive hair and debris/moisture can inhibit good coupling and could lead to interference with the ECG signal. The devices were recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 60-year-old male patient, the device was intermittently unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained a second AED plus (sn (B)(6)) but this device failed to discharge and was unable to obtain en ECG signal. The user then obtained a third AED plus (sn (B)(6)) to deliver an additional shock to the patient. Complainant indicated that the patient subsequently expired.

Event description:
Complainant alleged that while attempting to defibrillate a 60-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained a second AED plus (sn (B)(6)) to deliver one shock. The user then obtained a third AED plus (sn (B)(6)) to deliver an additional shock to the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.